Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra2 meter would power off during use. The medical surveillance specialist (mss) spoke with the pt 10 days later, and obtained the following information. The pt reported that the alleged power issue began on the evening of the event day. The pt informed the mss that she tests 2x/day and manages her diabetes by taking oral medications. As a result of the alleged issue, the pt stated she was unable to test her blood glucose; however, took her medication (metformin) that evening as usual. Approximately 2 hours after the alleged issue started, the pt stated that she began to feel weak and shaky. In response to the symptoms, the pt reported that she treated self with food and felt better afterwards. The pt denied making any changes to her diet or activity level after the alleged issue began. At the time of troubleshooting, the cca noted that the pt claimed that she replaced the subject meter's battery; however, the issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.